Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported no data from minimed mobile app and the carelink connect app. Troubleshooting was performed. No harm requiring medical intervention was reported and the issue was not resolved. The customer will continue using the application and the product will not be returned for analysis.

Manufacturer narrative:
We attempted to replicate the reported event using the cp app version 3.1.1 installed on an ipad air 5th generation device running ios 16.7. We used an mmt-1886a pump with software version 8.13.2 and encountered an unsupported device issue, which is an expected behavior. We conducted another test with an mmt-1886 pump with software version 8.13.2 and found that the user was getting push notifications in the cp app immediately. The issue has not reproduced. The software met the specified requirements and performed as expected according to the software requirements document (srs doc: (B)(4)): 3453958: the cp app sw shall request for the latest data from carelink upon receiving a push notification when the cp app is in the foreground and display the data within 1 minute. Agile doc: (B)(4). After conducting through investigation, we have found that following may be the root cause: 1. Internet instability; 2. Temporary outage of the carelink; 3. Disconnections in between pump and patient app. 4. If the device os has been upgraded 3-4 times, then device's speed gets slow the helpline team member has been informed to confirm with the customer whether the issue has been resolved or not. If the issue persists, please create a new ticket so that we can address the matter more effectively and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.